Event description:
Information was received through a medwatch, number unknown, indicating that a pump using a cadd extension set was 33 hours into the 46 hour infusion when the end user noted the infusion pump or tubing was leaking. It was reported the nurse was unable to determine where the leaking occurred and noted dried 5 fluorouracil chemotherapy drug primarily on one side of the cadd extension set filter and reported that around it had leaked. Per reporter the following morning the patient was set up with a different cassette containing the remaining medication, new tubing and extension set, the reporter also indicated having previously experienced this type of issue multiple times and reporting them.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Four pictures were received for evaluation. All pictures are a close-up of the inline filter where dry medication is observed in one of the sides of the filter. The complaint could not be confirmed. Functional testing could not be performed as no product was returned. No root cause can be determined from the pictures submitted and the product was not able to be decontaminated for analysis. No actions were taken.